Manufacturer narrative:
Once analysis is completed, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly evaluated. Visual inspection of the device header and case did not reveal any anomalies. It was confirmed that the device had no telemetry and a memory download could not be performed. An x-ray of the device was completed and no irregularities were identified. The device case was opened in order to assess the internal components. Initial electrical testing revealed that the transformer had failed, resulting in electrical overstress damage to the power supply circuitry. Detailed analysis determined the inability to interrogate this device was due to the electrical overstress damage. This resulted in a high current drain, which depleted the battery more quickly than expected.

Event description:
Boston scientific received information that during a normal patient follow up, this implantable cardioverter defibrillator (ICD) was not able to be interrogated. Interrogation was attempted with both a wand and with a different programmer but without success. A revision was performed and the ICD was successfully explanted and replaced. Visual inspection of the explanted device did not reveal any signs of shorted lead damage. The rv lead was left implanted after visual inspection during the procedure did not note any anomalies on the lead body. Defibrillation threshold (dft) testing was performed and the shock impedance measurements during were in normal range. No additional adverse patient effects were reported. The explanted device was returned for laboratory analysis.